Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has previously caused or contributed to pt injury. Device issue: distal shaft separation. It was reported that when the device was removed from the package, the soft tip of the device was separated. There was no pt involvement. No additional event or pt info is available. This MDR is being filed based on the returned goods lab analysis which revealed a distal shaft separation.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without blood visible. There was contrast visible in the inflation lumen. The balloon was tightly folded. The protective sheath and stylet were returned covering the balloon. The balloon catheter was returned with a separation of the lap joint, 4.4cm proximal to the guide wire exit notch. There was adhesive visible on the distal shaft and inside the proximal portion of the separation. The material was not stretched or jagged. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident info and the returned device analysis. It was reported that the soft tip of the catheter was found to be separated when the device was removed from the packaging. However, analysis of the returned device found that while the tip of the device was not damaged, the shaft was separated at the lap joint. Although there was adhesive visible at the joint, there was no stretching or jagged edges, which suggests that the two parts may not have sufficiently adhered during manufacturing. It is possible tha the joint did not receive adequate plasma treatment or contamination was present during the manufacturing process, such that the shaft separated at the lap joint. Since it appears that the root cause of the lap joint separation may be related to the manufacturing process, a field discrepancy notice has been issued for further investigation. This MDR is considered closed by the product performance group.